Manufacturer narrative:
The actual device was not available; however, six (6) retained samples were evaluated. Visual inspection of all six retention samples did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed, including stress crack testing, on two (2) of the retention samples and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a stopcock leaked unspecified "fluid" due to a crack. The event occurred during an unspecified process step during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.